Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No motor error alarm noted. Motor passed motor test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted and no unexpected battery power loss anomalies noted. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed self test. No unexpected missing segments/partial display anomalies noted. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen was cloudy making difficult to see, motor error, esc button was sicking. Customer stated insulin pump had hairline crack bottom of reservoir compartment, had to change batteries in less than seven days, rejected new room temperature batteries, had randomly shut itself off, making grinding noise, did smell insulin came from insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.